Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a nanocross elite pta balloon catheter with a 5fr non-medtronic sheath and a 0.14 non-medtronic guidewire during treatment of a 250mm calcified lesion in patients proximal mid distal posterior tibial artery. No vessel tortuosity and moderate vessel calcification are reported. Lesion exhibited 70% stenosis. Artery diameter reported as 2.5/3mm. Embolic protection was not used. A non-medtronic inflation device was used for balloon inflation. Saline and contrast inflation fluid was used. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. No resistance was noted during advancement of the device and no excessive force was used. The device was not passed through a previously deployed stent. It is reported that during balloon inflation a longitudinal balloon burst at 12atm occurred. 1 prior inflation were applied to the device. The balloon fragmented and all parts of the balloon were removed. During the removal of balloon, balloon catheter detached from proximal part of the balloon. Physicians snared proximal end of the system. The remaining components were removed in or suite (had to transfer patient from ir to or). A cut down was done and the remaining parts of balloon were removed. Physicians proceeded in completing angioplasty with nanocross balloons (1.5 x40 and 2.0x40). Patient is doing well. Has good arterial flow. No further patient injury reported.

Manufacturer narrative:
Product analysis the device was returned with the balloon detached at the balloon bond the detached balloon was also returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.